Event description:
Related manufacturer report number: 2017865-2023-00432. It was reported during in clinic follow up that the right ventricular lead exhibited noise and the atrial lead was fractured. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing, visual inspection, and x-ray examination did not find any signs of fractures. However, an internal short was noted between conductor paths consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal and distal region. The cause of external insulation abrasions is consistent with friction to the device can and friction to another device or feature of the heart.